Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The distributor reported during a semi rigid ureterolithotripsy procedure, the nforce nitinol helical stone extractor basket had a discrepancy while opening and closing the device. As reported, there was no unintended portion of the device left inside the patient¿s body and no additional procedures were needed due to this occurrence. There were no adverse effects or consequences to the patient resulting from this reported device issue.

Manufacturer narrative:
Investigation summary: the complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. Current controls are in place in manufacturing to assure device functionality prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no indication that a design or process related failure mode contributed to this event. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Based on the available information, the root cause of this event is undeterminable. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.